Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021, where their right ventricular lead was explanted and replaced due to an unspecified reason.

Event description:
New information notes that the patient presented to their 1 week post-operation follow up, where it was discovered that far-p wave oversensing on the patient's right ventricular lead had caused inappropriate shock. The patient was stable before and after the procedure.